Manufacturer narrative:
H3: product analysis- part # 4986055, lot# 44cx- visual and optical inspection revealed the spacer was returned broken. The break occurred in the middle section where the ribbed edges are located. There is no evidence on the nose of the implant suggesting the space was too tight for entry. The inserter side has some witness marks and scrapes consistent with the removal process. The implant may have been too big for the procedure. Unable to determine root cause of broken implant. H6: updated patient code, eval. Code result post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product has been returned and analysis is yet to begin. A follow-up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a cage using an inserter for a lateral lumbar interbody fusion. It was reported that the product broke during insertion of the cage. It might be because the opposite side became narrow. The implant broke and there was no fragment of the implant remaining in the patient's body. During insertion of the cage, the cage did not proceed from the middle, so a plastic hammer was used to hit it, but the position of the marker changed on the way, and the cage was broken on checking. The broken cage was removed, and another cage of the same size was used and inserted without problems. It was said that an inserter was used, and there was no abnormality in the inserter. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. The pre-op diagnosis was spinal canal stenosis. The levels implanted were l4/5. There was a less than 60 minute delay in the overall procedure time. There was no revision surgery/ treatment or additional surgery performed/ in-patient or prolongation of existing hospitalization necessary as a result of the event. The product was explanted. No health damage in the patient was reported. The product was replaced by a medtronic product. No further complications were reported/ anticipated.